Manufacturer narrative:
As reported, when the physician was deploying a 5f mynxgrip vascular closure device (vcd); the shuttle did not deploy properly. The advancer tube did not appear after the sealant was delivered. Therefore, manual pressure was held for 20 minutes to achieve hemostasis and the patient made a full recovery without complications. There was no reported patient injury. The physician was trained with the mynx device. Device storage temperature did not exceed 25 °c. The device was stored and handled per the instructions for use (IFU). There was no damage noted to the packaging of the device prior to use. The device was prepped according to the IFU. The device was opened in a sterile field. The mynx vcd was used in an interventional peripheral. A retrograde approach was taken. A 5f non cordis sheath was used in conjunction with the mynx vcd. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There were no kinks in the sheath or device after removal. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, the procedural sheath was on the catheter shaft, covering the whole balloon, and the sealant and advancer tube were observed to have remained in the manufacturing position as receive. It was noted that the sealant was exposed to blood and adhered to the catheter shaft, and that the sealant sleeve was displaced from its manufacturing position, which indicated that the returned device was not fully shuttled down during the procedure. It was also noted that the procedural sheath¿s stopcock was closed as received. The condition of the returned device is consistent with the reported incident. The sealant was submerged in water and removed from the device components. Shuttle down procedure was simulated on the returned device, and the advancer tube was found properly engaged to the proximal tamp lock as intended per the mynxgrip IFU. The procedure sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. Visual inspection at high magnification showed that the sealant was exposed to blood and stuck/adhered to the device components as received. The condition of the returned device indicates that the sealant may have been prematurely hydrated, and during shuttling and unsheathing step, the sealant hindered/obstructed the device path from being advanced, which may have contributed to the reported incident. A product history record (phr) review of lot f2008601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, the exact cause for this incident could not definitely be determined from the information provided. Based on the information available for review and the investigation performed, the issue might have been caused by user error/handling factors as evidenced by the closed procedural sheath stopcock and the sealant showing premature hydration. It was also noted that the sealant sleeve was not pulled back fully (meaning the device was not fully shuttled down), resulting in an incomplete engagement of the advancer tube. It should be noted that failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and cause the sealant to hydrate prematurely. It is likely that the prematurely hydrated sealant may have created resistance and obstructed the device path during the procedure. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b5, d4, d10, d11, g4, g7, h1, h2, h3, h6. The following sections were corrected: lot number, expiration date, manufacture date, UDI number. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when the physician was deploying a 5f mynxgrip vascular closure device (vcd); the shuttle did not deploy properly. The advancer tube did not appear after the sealant was delivered. Therefore, manual pressure was held for 20 minutes to achieve hemostasis and the patient made a full recovery without complications. There was no reported patient injury. The physician was trained with the mynx device. Device storage temperature did not exceed 25 °c. The device was stored and handled per the instructions for use (IFU). There was no damage noted to the packaging of the device prior to use. The device was prepped according to the IFU. The device was opened in a sterile field. The mynx vcd was used in an interventional peripheral. A retrograde approach was taken. A 5f non cordis sheath was used in conjunction with the mynx vcd. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There were no kinks in the sheath or device after removal.the device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2004402 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the physician was deploying a 5f mynxgrip vascular closure device (vcd); the shuttle did not deploy properly. Therefore, manual pressure was held for 20 minutes to achieve hemostasis and the patient made a full recovery without complications. There was no reported patient injury. The physician was trained with the mynx device. The device was opened in a sterile field. The device will not be returned for evaluation.